Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Unit had cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 4.0 mmol/l. Troubleshooting was performed. The device was returned for analysis.